Event description:
During service of the unit a no alarm condition was found. Unit was returned to MFR with a front panel belonging to another unit. Customer was unable to provide the front panel for this unit. Unit was disabled and returned to customer.